Event description:
It was reported that the user experienced a pairing failed message between the ilet and a dexcom g7 cgm while glucose readings continued to display in the ilet mobile app, consistent with an intermittent communication failure involving the device¿s wireless components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected systems consistent with intermittent communication failure, associated with the electrical and magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption likely related to pairing or environment-specific bluetooth interference.